Manufacturer narrative:
During use, the super torque guiding catheter could not advance over the aquatrack guidewire. When the super torque was removed, all of the makerbands were detached from the catheter. There was no patient injury. A non-cordis pigtail catheter was used to complete the procedure. A graduated pig catheter was used for the first time and worked normal, but during the second passage, it did not pass on the aquatrack guidewire. It was too flexible and was without any support. After many attempts with no success, it was necessary to open another pig catheter to conclude the procedure. Besides that, all radiopaque markerbands were detached from the catheter. The device is not available for analysis. No other information was provided. The devices were not returned for analysis. In regards to the super torque guiding catheter, a product history record (phr) review of lot 17722067 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. In regards to the aquatrack guidewire, since the sterile lot number is unknown, product history record (phr) reviews could not be performed. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the devices for analysis, the reported customer events ¿catheter (body/shaft) ¿ obstructed - in-patient,¿ ¿marker band (supertorque) ¿ dislodged,¿ and ¿guidewire ¿ impeded ¿ in patient¿ could not be confirmed and the exact root cause could not be conclusively determined. According to the instructions for use (IFU), although not intended as a mitigation, ¿avoid entrapment of the catheter between other endovascular devices and the vessel wall. Avoid excessive friction on the catheter; avoid simultaneous introduction of the catheter and aortic graft devices through the same sheath. Manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system. If resistance is felt during manipulation, determine the cause of resistance before proceeding and confirm super torque mb angiographic catheter positioning under high quality fluoroscopic observation. Extreme care to avoid stretching or elongation must be exercised during manipulation and withdrawal. Exercise care when removing guidewires from multiple-curve catheters.¿ ¿guidewires are delicate instruments and should be handled carefully. If strong resistance is met during manipulation, discontinue the procedure and determine cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system as a single unit.¿ vessel characteristics, although not provided, and procedural/handling factors may have contributed to the reported event. Neither the phr review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use, the super torque guiding catheter could not advanced over the aquatrack guidewire. When the super torque was removed, all of the makerbands were detached from the catheter. There was no patient injury. A non cordis pigtail catheter was used to complete the procedure. A graduated pig catheter was used for the first time and worked normal, but during the second passage, it did not pass on the aquatrack guidewire. It was too flexible and was without any support. After many attempts with no success, it was necessary to open other pig catheter to conclude the procedure. Besides that, all radiopaques markerbands were detached from the catheter.